Event description:
It was reported that the device exhibited an unspecified constant alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of physical damage. Event history log review was unable to be reviewed due to blank screen and constant alarm problem. Functional testing was able to replicate the reported issue; blank screen and constant alarm was found at power up. The root cause was determined to be the main pcb did not operate as intended. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.